Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db220145dc0. Model: db-2201-45dc. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient treated for epilepsy, developed an infection at the lead/lead-extension connection incision behind the right ear. The patient's symptoms included pus and oozing at the incision site. The patient was placed on antibiotics. Cultures were taken, and methicillin-resistant staphylococcus aureus (mrsa) was confirmed. The patient is currently doing well, with no additional hospitalization or treatment required at this time. The devices will not be returned to boston scientific for analysis, as they remain implanted in the patient.

Event description:
It was reported that the deep brain stimulation (dbs) patient treated for epilepsy, developed an infection at the lead/lead-extension connection incision behind the right ear. The patient's symptoms included pus and oozing at the incision site. The patient was placed on antibiotics. Cultures were taken, and methicillin-resistant staphylococcus aureus (mrsa) was confirmed. The patient is currently doing well, with no additional hospitalization or treatment required at this time. The devices will not be returned to boston scientific for analysis, as they remain implanted in the patient.

Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: dbs-extension upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: dbs-linear leads upn: m365db220145dc0, model: db-2201-45dc, serial: (B)(6), batch: 7075043, UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6), UDI: (B)(4).